Manufacturer narrative:
(B)(4) date sent: 7/21/2026 d4: batch # 731d82 d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 731d82 / 00cdh29b , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoid resection involving the use of an circular stapler. Following proper preparation and connection of the anvil and handle unit in accordance with the instructions for use, the firing mechanism was activated. The circular blade deployed fully during this process. However, the staples required to create the anastomosis were not deployed. No anastomosis was formed between the proximal and distal ends of the bowel; both ends remained open following the procedure. The device was used in accordance with the instructions for use. There was no indication of improper handling during the procedure. Due to the failed anastomosis, the surgical approach had to be modified immediately. To prevent further complications¿specifically anastomotic leakage following the necessary additional resection¿a protective stoma was created. For the patient, this implies an anticipated additional surgical procedure to reverse the stoma.